Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No additional patient or event information was available. No product or data was returned for evaluation. The complaint confirmation of the loss of connection could not be determined. The probable cause could not be determined.